Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. It was reported that during the procedure, "the thread of the set screw was shearing and preventing advancement of the set screw into the screw head. Particles of metal shredded off resulting in metal shards in the patient. Surgeon had to spend a long time washing out the site to ensure no metal was left behind. This increased operating and anaesthetic time for the patient." No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the threads. The above observations are consistent with misalignment of the connector and set screw threads during construct assembly.